Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they frequently no or intermittent response by button press (arrow button) during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up button dome switch. No unlocked j2 or lcd keypad connector noted.